Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was over 600 mg/dl and an insulin injections were administered to address the bg level. Upon follow-up, the bg level was still showing as being high on the glucose meter; however, the customer was feeling better and thought that the bg was coming down. The customer did not know the cause of the high bg and thought that there was an "issue" with the non-tandem glucose monitor meter. Reportedly, the healthcare provider was contacted to obtain another glucose monitor meter. The customer declined tandem technical support's offer to follow-up.